Manufacturer narrative:
Natus tech support representative advised the customer to not adjust the intensity level of their neoblue light based on readings taken with their olympic bili-meter. Provided the customer with the sales order information for a neoblue radiometer. The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. Product return was not requested as the reported issue is known and the cause for the issue is being investigated in (B)(4). Tsr followed up with the customer on 9/21/2017 and 9/27/2017 requesting answers to additional questions, but the customer has not responded. No futher investigation required on this reported complaint.

Event description:
The customer reported to natus about that their neoblue 3 led light intensity measured low with their olympic bili-meter. Natus technical service confirmed that there was no death/serious injury, delay in treatment, or environmental/safety concerns.